Event description:
The patient had a primary knee surgery on (B)(6) 2022. On (B)(6) 2022, the patient came in reporting pain due to a fractured tibia and the cause is unknown. The surgeon revised the tibial tray and insert. The surgery was completed successfully. Presently, on (B)(6) 2023, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the femur and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 04-jul-2023. Lot 2118827: (B)(4) items manufactured and released on 23-feb-2022. Expiration date: 2027-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional component involved in the event: gmk-revision 02.07.2403r femur revision ps size 3 r (k102437) lot 2118575: (B)(4) items manufactured and released on 26-apr-2022. Expiration date: 2027-04-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.